Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.

Event description:
It was reported that during a coronary angioplasty procedure, the liberte monorail catheter shaft fractured during advancement to the lesion. The lesion being treated was being direct stented, and was reported as 'very complicated'. The liberte delivery system was removed without complications. The procedure was completed with another of the same devices. Patient status was reported as 'okay'.